Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the introducers utilized for impella cp implant both kinked and were partially peeled in the peel-away section due to arterial calcification and the patient's tortuous anatomy. A medtronic 16 fr sheath was subsequently utilized for successful implant. There was no resulting patient harm.